Event description:
Rptr has been in their profession for 26 years and has developed a latex allergy. During the last 2 years, the rptr has had at least 10 episodes of allergic reaction/near anaphylaxis. Had at least 3 ER visits. Last occurrence was 2 nights ago. Rptr must now carry epinephrine and benadryl. Rptr experiences swelling lips and eyes, rash, itching and shortness of breath, skin now bruises easily and body is chemically changed. Immune sysyem has changed. Rptr must now use special gloves.